Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Shrouds, incomplete cycle the analysis results found that the ats45 device (a) was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 3/4 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a vats lung biopsy procedure, it was reported from the circulating nurse that a stapler was opened and it locked out. A second device was opened and it locked out as well. There were no patient consequences.